Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was in shutdown when the operator noticed cleaner all over the counter. The leak was reported as a few ml and not contained. The operator was wearing lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the sample line was disconnected from the blood sampling valve (bsv). The fse reattached the tubing and the instrument ran without any leaks. (B)(4).